Manufacturer narrative:
Updated:(serial number to (B)(4)). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp. The stm opened and cleaned the compressor unit and fan and cleared all air circulation from the vent. The iabp then passed all functional and safety tests per factory specifications. The iabp was then returned to the customer for clinical use.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) was showing maintenance required code #4. The iabp was swapped out and therapy was continued. There was no patient harm or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not reviewed as the serial number of the iabp was not reported by the event site.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) was showing maintenance required code #4. The iabp was swapped out and therapy was continued. There was no patient harm or adverse event reported.

Manufacturer narrative:
This complaint has been cited as a duplicate of another. Please note that all relevant information for this complaint has been captured and submitted under mfg report number 2249723-2018-00836.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) was showing maintenance required code #4. The iabp was swapped out and therapy was continued. There was no patient harm or adverse event reported. This complaint has been cited as a duplicate of another. Please note that all relevant information for this complaint has been captured and submitted under mfg report number 2249723-2018-00836